Manufacturer narrative:
The customer was sent replacement.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the printer of the unicel dxc 600 pro synchron clinical system leaked toner. No injury was reported.